Event description:
It was reported that the system was removed due to a suspected infection. The patient experienced blistering over the implantable neurostimulator (ins) pocket site. The patient was given perioperative antibiotics. The date of onset of the infection was unknown. The patient did not have meningitis. The culture source and type of organism cultured was unknown. The treatment instituted for the in fection was unknown. The infection resolved. A device replacement surgery had not been scheduled. No product issues were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the patient will not be having a replacement but will have a pump system trial that will begin on (B)(6) 2014.